Event description:
The initial reporter received questionable ise indirect na, k, ci for gen.2 results for one patient sample tested on the cobas integra 400 plus.   The initial results were reported outside of the laboratory. The patient was transferred to a hospital based on the reported results and a new sample was taken. On 09-may-2022, the initial sodium result was 117 mmol/l. On 10-may-2022, the first repeat sodium result was 138 mmol/l. The sodium result of the new sample was 139 mmol/l. On 09-may-2022, the initial potassium result was 3.8 mmol/l. On 10-may-2022, the repeat potassium result was 4.8 mmol/l. On 09-may-2022, the initial chloride result was 87 mmol/l. On 10-may-2022, the repeat chloride result was 103 mmol/l. The repeat results were deemed correct. The sodium, potassium and chloride electrode lot numbers and their expiration dates were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) inspected the ise module and did not find any issues. He replaced all the tubings in the ise as part of preventive maintenance. He performed validation tests with successful results. Qc was performed with successful results. The last calibration performed on 09-may-2022 did not indicate an issue. The qc recovery was acceptable on the morning of the event. The alarm trace did not indicate an issue. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.